Event description:
It was reproted that the pt has been programmed numerous times but continues to show no response to their implant, both during programming and in the soundfield. Testing showed normal device function. X-ray indicates appropriate placement of the internal device. Due to the pt's lack of response, the clinic decided to explant the current device and reimplant.